Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 212 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had unresponsive buttons due to corroded keypad traces. Unable to verify the battery out limit alarm due to the unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.